Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples provided by your facility. Bd received a total of 41 insyte autoguard 20ga units from the following lot numbers: 8235933, 8304898, 8310640, 8197518, 8241920, 8037527 and 8310635. A device history record review showed no non-conformance's associated with this issue during the production of these batches. Through the visual/microscopic evaluation of the units, there were no signs or evidence of foreign matter found on any of the components of the representative units received. The catheter tips were found acceptable per specification. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that there were 5 occurrences of additional plastic around the catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported that there is extra plastic around the catheter.

Manufacturer narrative:
The following fields have been updated with additional information: "multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8235933. Medical device expiration date: 2121-07-31. Device manufacture date: 2018-08-01. Medical device lot #: 8304898. Medical device expiration date: 2021-10-31. Device manufacture date: 2018-11-01. Medical device lot #: 8310640. Medical device expiration date: 2021-10-31. Device manufacture date: 2018-11-01. Medical device lot #: 8197518. Medical device expiration date: 2021-06-30. Device manufacture date: 2018-07-01. Medical device lot #: 8241920. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-09-01. Medical device lot #: 8037527. Medical device expiration date: 2021-01-31. Device manufacture date: 2018-02-01. Medical device lot #: 8310635. Medical device expiration date: 2021-10-31. Device manufacture date: 2018-11-01 . "

Event description:
It was reported that there were 5 occurrences of additional plastic around the catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported that there is extra plastic around the catheter.

Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there were 5 occurrences of additional plastic around the catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was reported that there is extra plastic around the catheter.